Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 2 days post lens implantation the patient presented with possible tass/endophthalmitis and decrease in vision. Reportedly, the patient had severe inflammatory reaction, minimal redness and pain. On (B)(6) 2015 a vitreous tap was performed with injections of vancomycin, dexamethasone and ceftazidime. Subsequently, patient had a vitrectomy for vitritis. Patient status improved after vitrectomy. This report refers to the patient's left eye. Reference MDR # 1313525-2015-00815 for the implanted lens.